Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient's ins stopped working and that their 'implant hurt. The patient tried to charge the ins but wasn't able to. Follow-up was conducted with the patient. Physician listings were sent. No further complications were reported.